Manufacturer narrative:
(B)(4). Concomitant medical products: 42522100510 - articular surface medial congruent (mc) right - 64788346. 42502206602 - femur trabecular metal cruciate retaining (cr) - 64806791. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 10 months post implantation, the patient was revised due to pain, loosening, and subsidence of the tibial component. All of the components were exchanged without complications. The patient was implanted with competitor products.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 6 weeks post op: moderate pain, problems walking; 3 months post op: moderate pain, slight problems with walking; 9 months post op 2nd opinion: pain and instability in right knee, during exam, moderate swelling, tenderness to palpitation, x-ray shows loose tibia; revision op notes: tibial loose and subsided, infection workup negative, no intraoperative complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.